Manufacturer narrative:
(B)(4). Baxter received the sample for this complaint, product code 2n3341, lot unknown. The sample arrived out of the pouch used. Visual inspection showed that the sample had separated at one of the bifurcated y inlet ports. Closer visual inspection of the sample under a microscope showed that the separations probably occurred due to the lack of, or no solvent bonding on the tubing ends of the returned samples. The remaining bond junctions of the sample were then inspected for integrity. All remaining bonds in the sample passed the pull test requirements. A batch review for the actual lot could not be done as the lot number was not provided. A batch review was conducted for potentially associated lots (r10g07016, r09o14055, r10k03133, r09k13143, r10j07045). No deviations were found in the batch review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(4) 2011, a baxter sales representative contacted corporate product surveillance to report a customer experienced a separation that occurred near the luer lock adapters during the weekend. An infusion of tpn and lipids was running and the nurse was performing routine care on the baby when she noticed a tubing piece that looked unfamiliar. That is when she noticed that the tubing had separated from the y-component. The extension set was connected to a pic line. The infusion was started at 2:30pm, and the separation was observed between 8-10pm the same day. The baby is doing fine. It was unknown what pump was being used at the time. During a follow up call to the customer on (B)(4) 2011, the unit manager reported there was no decrease in hematocrit (numbers not reported). The baby remained stable because it was on a warmer. No further information was available.

Manufacturer narrative:
(B)(4). This is report 3 of 3 for the reported issue. Additional information will be submitted as it becomes available. The unit manager confirmed that she received the sample return kit and has put the samples in the mail to return to baxter for evaluation. She reported that she has submitted a facility medwatch for each of the alleged separations which contain any additional information that she may have had regarding the incidents.